Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. The customer troubleshot with technical support. The customer found that one of the pins from the solenoids was misaligned with the data acquisition (da) board. The customer corrected the alignment and replaced the motor controller (mc) to da cable to correct the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator proximal pressure sensor auto zero failed. There was no patient involvement. The event date was not specified; estimate used.